Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred and after pump alarmed for several hours, pump shut down. Pump was plugged into a charger and a data alert occurred. Reportedly, customer cleared the alert and continued pump therapy. Customer's blood glucose was 179 mg/dl.